Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could find no evidence that the complaint occurred as reported. Based on the investigation, the original MDR was not required.

Event description:
The initial reporter stated that "the pump is stopping in between feedings and won't alarm. The initial reported also stated that the patient had no adverse effects due to this complaint, but no further information was provided (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "the pump is stopping in between feedings and won't alarm. The initial reported also stated that the patient had no adverse effects due to this complaint, but no further information was provided. (B)(4).